Event description:
(B)(4). The dealer reported that the unspecified custom power wheelchair had a broken inductive, and a kinked cable, possibly causing the unit to intermittently stop, the joystick displaying "goodbye", but remaining logged on. There was no injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although four different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).